Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in e1 (zip code extension). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The root cause of the injury was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
The introducer was removed from the patient. After further evaluation d1, d2a, d2b, d4, h4 changed from introducer to pump

Event description:
Clinical narrative: an impella cp was inserted via the right femoral artery to support the 66 year old male patient who had been admitted in with a plan for an aortic valvuloplasty, presenting in scai stage e shock. Prior to the placement of the cp the patient had been supported by an intraaortic balloon pump (iabp), inotropes, vasopressors, and a vent for respiratory needs. Underlying history, beyond peripheral arterial disease, was not shared. Prior to the cp placement there was observed ischemia with the iabp, but the cp was placed for hemodynamic support. The right leg ischemia was found on day 5 of the support to lead to intermittent loss of distal pulses on the cp accessed leg. The ischemia and increased need for pressor requirements, the decision was made to explant the cp and place a new pump in the contralateral leg. The team successfully placed the 2nd pump. The exchange was performed with no clinical consequence to the patient. The patient has survived. Ischemia may be influenced by patient-specific factors such as severe peripheral vascular disease, underlying critical illness, hemodynamic instability, and vascular access characteristics.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.